Event description:
The manufacturer received information alleging a low inspiratory pressure error had occurred on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's blower and active exhalation control module were replaced to address the issue.